Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra engine (engine). During the procedure, the laboratory technician reported that the engine vibrated off the table and fell onto the floor. Consequently, the engine stopped working and, therefore was disconnected. The procedure was completed using another engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the fuse box was found opened at the back of the returned engine and one of the fuses was missing from the device. Conclusions: evaluation of the returned engine revealed one of the fuses was missing from the fuse box. The engine needs two fuses to operate. If one of the fuses is missing from the engine, the engine will not able to power on. During functional testing, the missing fuse was replaced with a demonstration fuse. Then the engine was able to power on and produce a vacuum pressure within specification. There was no unusual vibration observed during functional testing; therefore, the report that the engine vibrated off the table could not be confirmed. Penumbra engines pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.